Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized. A day after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3 days, ongoing) and meropenem injection (1gm, intraperitoneal, once a day, ongoing) for the event. Two days after the event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.